Event description:
Abbott medical optics (amo) (B)(4) received a report from a wholesale company that a pt (age and gender undetermined) experienced ocular pain, their cornea 'came off' and was affected (scarring) after wearing contact lenses which had soaked in consept 1-step for a week prior to application. Treatment is unk; f/u with the pt or the treating physician could not be performed as the initial reporter did not obtain contact info for the pt. The report also indicated that the lens case used had 'white impurities' seen. The lens case used was a bausch & lomb flat case, not the required gortex cup supplied with the product. The complaint product was not returned and the lot number is unk so product testing cannot be performed. No additional info is available or expected.

Manufacturer narrative:
(B)(4) cornea (nos). Lot number of solution used by pt is unk, and the MFR does not have any pt info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis; nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. See MDR 2020664-2011-00087 for related report regarding oxysept neutralizing tablets. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion become available, a supplemental report will be submitted.